Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.2 failed to stay closed and drawer 3.1 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2, half height cubie drawer was not detected on bus. A field service engineer confirmed that drawer 3.2 had already been recovered by the customer. Then fse reseated the connection between the row board cable and the drawer controller board and observed the customer successfully access the drawer, fse inspected half height cubie drawers 2.1 and 2.2, which were not failed upon arrival, but both catch latches missing screws; however, the embedded nuts that hold the screws for the catch latch were missing. Then fse replaced drawer 2, performed hardware test application (hta) testing, and observed the customer successfully access the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.2 failed to stay closed and drawer 3.1 was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.